Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
(B)(4). "Shock from the on/off switch from the cryo machine to the left hand. Mild numbness to hand and tingling for a few minutes." Follow up 05/11/2017: "the electronic screen was blank, after turning on the cryo machine. Cryo was not preformed due to not being able to know the temperature. When turning the black lever to off on the frigitronics box, it send a shock to my left hand. My hand was mildly numb and tingly for about 5 mins afterwords."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). **update 06/12/2017** investigation: inspect returned samples. *analysis and findings a review of the 2 yr complaint history reveals no similar issues. A review of the DHR is not available but not expected to reveal relevant information. This unit was manufactured in november 2010. The unit was received and evaluated by service and repair. The complaint condition could not be duplicated and the unit functioned to specifications. The complaint was not confirmed. The unit's power is two 9 v batteries that had arrived depleted. The overall condition of the casing was very good including its rubber feet. The root cause for this complaint condition is not available and not related to the device. The occurrence of a shock to the end user is likely due to the particular conditions present at the end user's location, but the ce-2000 was not the source of the shock. *correction and/or corrective action the unit was checked over and found to function to specifications. This complaint will be entered into the coopersurgical continuous improvement plan (cip).

Event description:
(B)(4). "Shock from the on/off switch from the cryo machine to the left hand. Mild numbness to hand and tingling for a few minutes." Follow up (B)(6) 2017: "the electronic screen was blank, after turning on the cryo machine. Cryo was not preformed due to not being able to know the temperature. When turning the black lever to off on the frigitronics box, it send a shock to my left hand. My hand was mildly numb and tingly for about 5 mins afterwards."